Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).